Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was due to corrosion on the battery board, the y1 component was internally open, and the u13 component was internally shorted. The root cause for the corrosion was ingress of an unknown liquid. The root cause of the shorted and internally open components could not be positively identified. There was no adverse event that resulted from the damaged charger.